Event description:
It was reported that a vns patient has left vocal cord paralysis and their following physician was going to change their vns settings to see if that made any difference. It was asked if patient had vocal cord paralysis since the time of implant. Their treating physician reported that he doesn't really know. The patient has multiple problems and he is trying to see if changing the parameters would make a difference. The patient's current settings are 2.0 ma /30 sf / 250 pw / 30 seconds on time / 1.1. Minutes off time. He reported that he was going to increase the off time to 1.8 and see if that helps. The physician did not know any additional details about the relationship between vns and the event. No further information is known about the event.